Event description:
No osseointegration, smoker, no thread tap used, primary stability was achieved, implant was completely covered by bone, biomechanical overload, pain, bleeding, inflammation. 4 implants placed at the same time (some with bone augmentation), this implant placed in perfect bone and after 2.5 months removed by hand.